Event description:
According to the reporter: after inserted specimen into pouch, pulled ring, but suture broke and the pouch fell into the pt cavity. It was retrieved. The procedure was completed with another. No tissue damage or bleeding was reported. Procedure: partial nephrectomy.

Manufacturer narrative:
(B) (4). (B) (4).